Event description:
It was reported that pre-operatively, during handling of the device, a damaged seal was observed and a white component was found to come loose upon insertion of the obturator. It was also noted that the blade on the obturator had shaved off part of the seal. Another device was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned image noted no abnormalities. Functionally, the device failed and air leak test. A microscope evaluation showed that a piece of the duckbill seal was disengaged. It was reported that pre-operatively, during handling of the device, a damaged seal was observed and a white component was found to come loose upon insertion of the obturator. It was also noted that the blade on the obturator had shaved off part of the seal. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is excessive force is applied during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.